Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported they got cellulitis in their right foot and went to the hospital. The patient stated that because of the cellulitis, they have fallen a couple times in (B)(6) 2016. They also stated that they wet themselves twice and had been having to use the bag again. They get pulses from "it" but can't void on their own. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the patient's return of symptoms was that antibiotics were given and they were still taking them. The cellulitis was gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.